Event description:
The customer reported that part of the active blade disengaged during a single incision laparoscopic surgery (sils) procedure. The surgeon could not confirm that there was tissue in the jaws when the device was activated and that might have contributed to the component disengagement. The device was reported as being activated for a long period of time. The surgeon recovered the piece from the patient cavity. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.